Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for a few months they have found they have to "really press hard to get it to turn on and sometimes it wont turn on at all". They said the button doesn't seem physically stuck down. The issue was not resolved. A request was sent to the repair department to replace the communicator. Spouse called for assistance pairing the new equipment. Agent walked caller through the steps and still could not connect the two pieces. Agent troubleshooted (tx) mobility. Additional information received from the patient that the unit is working but to the areas that I have issues with set up I mentioned my lower back + left hip. This is set up for right leg, lower back.